Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. The root cause of the customer's reported issue was determined to be non-device related factors. An additional observation not reported by the site and not related to the reported issue was identified. Visual inspection was performed and the instrument was found to have mechanical indentations on the grip tips. No missing material was observed. The root cause of this failure was attributed to mishandling/ misuse. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of instrument logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a vessel sealer extend (pn # 480422-01 / lot # m90210127 - (B)(4)) was exchanged with another vessel sealer extend (pn # 480422-01 / lot # l90210323 - (B)(4)) during this procedure. This is a single use instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument had sealing issues. There was no energy and the instrument did not seal. There was no audible continuous tone while the pedal was pressed. There was no tissue effect observed during the sealing cycle. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no visible damage. The instrument did not apply energy to tissue appropriately. It worked for about an hour before it stopped working. There were no errors that occurred during the issue. The tissue was under tension, but was not exposed to any radiation or chemotherapy prior to the procedure. At one moment there was a staple near the vse instrument as it was sealing and the vse instrument was moved from the loose staple and it still did not work. The site cleaned the vse instrument and tried to use it again and the instrument did not work. The surgeon noticed that the seal cycle completed with 3 fast audible tones, but there was no energy and the tissue was not sealed. There was no tissue effect observed during the sealing cycle. The surgeon was trying to seal and cut fatty tissue around the colon as the surgeon was mobilizing and there was not much blood supply in that area, so he went ahead and cut the unsealed fatty tissue. Some bleeding did occur, but it was notated as very minimal blood loss once examined. The surgeon was also using the tip-up fenestrated grasper instrument for this procedure, so he held the unsealed tissue with the tip-up fenestrated grasper, until they brought in the replacement vessel sealer extend (vse) instrument. The surgeon sealed the fatty tissue with the replacement vse instrument to control the bleeding. The procedure was completed robotically with no patient injury. Surgeon believed that during the procedure the sealing surface of the vse instrument was compromised in some way, thus providing an inadequate seal later in the case.